Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy, in normal tissue, the device allegedly self-activated while inside the patient during first sample pass. Reportedly, no tissue samples were obtained. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. The device was placed in the drop test with the cannula primed, upon release the top slide self-activated. An x-ray showed insufficient cannula tang engagement and upon disassembly the left bumper was overlapped and the right bumper was bent. Therefore, the investigation is confirmed for the alleged self-activation. It is likely that the overlapped left bumper and bent right bumper contributed to the insufficient cannula tang engagement and identified self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during an ultrasound-guided breast biopsy, in normal tissue, the device allegedly self-activated while inside the patient during first sample pass. Reportedly, no tissue samples were obtained. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.